Event description:
The healthcare professional reported a patient underwent pulserider aneurysm neck reconstruction device (anrd)-assisted coil embolization of a basilar tip aneurysm and experienced thromboembolism during the procedure. Information regarding clinical symptoms is not known. The treating physician commented that small thrombi were ¿flying¿ into the periphery; the small thrombi may have flown due to the pulserider device being taken in and out several times during placement. The procedure details are as following: continuous flush was maintained. The pulserider 10t, 3.5 ¿ 4.5mm anrd (213d / 3050709712) was implanted via a prowler select plus microcatheter (unk product code / unk lot number). An sl-10® microcatheter (stryker) was inserted into the aneurysm via transcell technique and coil embolization was performed. The pulserider anrd remains implanted and is thus not available for evaluation.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported a patient underwent pulserider aneurysm neck reconstruction device (anrd)-assisted coil embolization of a basilar tip aneurysm and experienced thromboembolism during the procedure. Information regarding clinical symptoms is not known. The treating physician commented that small thrombi were ¿flying¿ into the periphery; the small thrombi may have flown due to the pulserider device being taken in and out several times during placement. The procedure details are as following: continuous flush was maintained. The pulserider 10t, 3.5 ¿ 4.5mm anrd (213d / 3050709712) was implanted via a prowler select plus microcatheter (unk product code / unk lot number). An sl-10® microcatheter (stryker) was inserted into the aneurysm via transcell technique and coil embolization was performed. The pulserider anrd remains implanted and is thus not available for evaluation. Based on complaint information, the device remains implanted and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (3050709712) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformance's related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. No determination of causes and possible contributing factors could be made. As a result, we are closing this investigation. Based on the information provided, the actual severity of the reported event is unknown. Furthermore, the relationship of the pulserider anrd and the prowler select plus microcatheter to the reported event cannot be excluded. Thus, the event will be conservatively reported to the FDA with the classification of ¿serious injury.¿ a manufacturing documentation review was performed. There is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00277. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 25-apr-2022. [Additional information]: on 25-apr-2022, limited additional information was received. The information indicated that there were no malfunctions or performance issues with respect to the pulserider device during the procedure. E1: initial reporter phone: (B)(4). This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00276 and 3008114965-2022-00277. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.